Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that the controller got stuck at 90% for too long. The patient stated that yesterday and today it wouldn't even connect and that they had called about this before and were told to call again when it got slow. The agent walked the patient through clearing data after which the patient was able to connect and bolus. It was noted that the troubleshooting steps that were taken on the call resolved the issue. During the call, the patient mentioned that if they hold it at an angle, it connected better when using the equipment. Per the patient, the pump was delivering morphine.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that they were allowed 4 boluses per day, and when they were trying to bolus last night, the handset showed error code 0x4ea5676d. The patient also stated that they had to restart the app multiple times to get a bolus because the handset lagged for so long at 90%; sometimes, a half hour or more. The agent reviewed the service code and the patient stated that they were able to connect to the pump and request/receive a bolus once they closed the app and powered off/on the communicator. The agent reviewed data and assisted the patient with deleting the data after which the patient was able to connect to the pump with no lag. The patient was going to call back if they needed further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.